Event description:
It was reported that a patient underwent a sacrocolpopexy procedure on (B)(6) 2008 and the mesh was implanted. It was reported that the patient experienced mesh exposure at moderate severity. It was reported that the event had a causal relationship to the study device and a causal relationship to the primary study procedure. It was also reported that there was surgical intervention on (B)(6) 2008 involving mesh excision of the exposed mesh with primary closure. The patient recovered and the event was resolved without sequelae.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). If further details are received at a later date a supplemental medwatch will be sent. Event related to patient's first case reported via mw # 2210968-2022-00002.